Event description:
User experiencing discrepant result for tsh, the following examples were provided, units of measure uiu/ml: initial 0.037, repeat 1.84; initial 0.037, repeat 1.80; initial 0.037, repeat 1.37. Initial results were not reported. The field service representative was unable to determine a cause for the discrepancies.